Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle had already come loose on two threads. There is no patient involvement.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open sample with the needle detached from the thread (thread is not wound on the pack). Checking the open sample received we have noticed that there are marks of a needle holder/surgical instrument in the needle attachment area and in the thread. The needle and the thread have been damaged during handling of the suture (the needle is deformed and the thread is damaged), and the needle detachment from the thread is caused by this wrong handling. As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. The needle has been damaged during handling of the suture and the needle detachment from the thread is caused by this wrong handling. Final conclusion: despite receiving a defective sample, it has been confirmed that the defect was caused by wrong handling of the suture by the user. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.